Manufacturer narrative:
The customer turned off the auto technique function and is manually setting the technique to use the system. No ge service was performed.

Event description:
The customer reported the system locked up. No pt injury was reported.